Event description:
Caller alleges discrepant results with their meter.

Manufacturer narrative:
Caller alleges discrepant results with their inratio caller alleges >7.5 with multiple patients. Further testing is required.